Event description:
It was reported by the affiliate tht tlc75 and tcr75 were used during a sigmoid colectomy. It was reported the device was fired and worked fine. The device was reloaded and was fired perpendicular to the first staple line. The first staple line began to burst in the middle. This was oversewn and the pt had to be defunctioned. This was a palliative procedure on a pt. A sample of tissue from the second staple line is being returned along with the device.